Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the insulin pump's display was severely scratched. The customer stated they were unable to read the display as a result of the scratches. Customer's blood glucose was 156 mg/dl. The customer could not recall how the damage occurred on the insulin pump. Customer also noted the screen had big numbers flashing. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with scratched lcd window, cracked reservoir tube lip and scratched reservoir tube window.